Event description:
It was reported that there was a pinhole at the shaft. During a percutaneous coronary intervention (pci) , an atlantis sr pro² imaging catheter was used to perform an intravascular ultrasound. When the device was flushed, it was found that there was a pinhole on the shaft. The procedure was completed with another with same device. No patient complication was reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. A crack was observed in the female luer assembly when received. Fluid was leaking from the female luer assembly when the catheter was flushed. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that there was a pinhole at the shaft. During a percutaneous coronary intervention (pci) , an atlantis sr pro&#10272;imaging catheter was used to perform an intravascular ultrasound. When the device was flushed, it was found that there was a pinhole on the shaft. The procedure was completed with another with same device. No patient complication was reported and the patient's condition is good.